Event description:
It was reported the 9800 system displayed intermittent communication error along with vertical lift up/down motion issues. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the 24v power supply (ps3). The system was tested and found to be working as intended and placed back into service.